Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to peripheral edema related to diabetes complications. While in the hospital, the patient's bloodwork revealed a systemic infection. While examining the patient's cardiac function through transesophageal echocardiography, colony growth was observed on both the atrial and right ventricular leads as well as a small pericardial effusion. Pericardial effusion was managed medically. The pacemaker system was explanted and no re-implant was performed. Patient was stable before, during and after the procedure.